Event description:
It was reported to philips that the device was not booting. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) examined the system onsite and confirmed that the device was not booting. Upon troubleshooting, fse found an issue in the input power supply to the uninterruptible power supply (ups), due to which the ups was giving single-phase voltage to the equipment, and as a result, the equipment was not booting up. To resolve the issue, the customer rectified the power supply issue. After which, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. External power failures or outages may occur that can cause the allura system to not boot up, start up, or shut down. Since the malfunction of an external power source would not be considered a device malfunction of the allura system, this event would not be reportable. The customer rectified the hospital power line issue, which resolved the reported problem. Based on the new information, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.